Event description:
It was reported during in clinic follow up that the patient was experiencing tricuspid regurgitation due to right ventrciular lead placement. The lead was extracted. The patient was stable.